Event description:
A discordant low estradiol result was obtained on one (1) pt sample. The discordant result was not reported to the physician. The laboratory questioned the result due to the pt's history, and the sample was repeated. The sample was diluted and a second repeat was done (the diluted sample was assigned a different sample identifier). Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant estradiol results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant estradiol result is unk. The instrument is performing within specs. No further eval of the device is required.